Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked during the day, after which the user could only unlock the device and announce meals, while blood glucose was not affected at the time of the call. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and continued use of the cgm with a phone or receiver until the replacement arrived. Investigation included collection of event details and logistical verification, provision of troubleshooting and education regarding device startup and learning process, and arrangement for device replacement with return of the original unit. Investigation of this case revealed a damaged display screen that limited user interaction, consistent with a hardware screen break of the ilet. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device malfunction.